Manufacturer narrative:
Insulin pump was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error of a broken force sensor was detected during seating or regular delivery. Customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer states pump was not exposed to a high magnetic field. Insulin pump was dropped in bathroom before pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer stated that insulin pump was not working properly. The insulin pump will be returned for analysis.